Event description:
Reported as "band slippage". Follow up findings, additional events of esophageal dilatation and pouch dilatation.

Manufacturer narrative:
Taper I. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper I. Inamed will not received the product. Therefore, no analysis or testing can be done. Band slippage, esophageal dilatation and pouch dilation are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "Over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." " the dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage." Device labeling addresses the possible outcome of esophageal dilatation as follows: esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or pt non-compliance, and may be morel likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be neccessary to re-position or remove the band if deflation does not resolve the dilation.